Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on august 28, 2020, and observed the returned condition of several bents in the shaft, and a small reddish material in the hemostatic valve. The hemostatic valve and hub were found in good condition. The bents were assessed as not reportable. The potential that they could cause or contribute to a death or serious injury, or other significant adverse was remote. The device evaluation was completed on september 3, 2020. The device was visually inspected, and it was found that it had several bents in the shaft, and small reddish material in the hemostatic valve. The hub was found in good condition. The bent shaft could be related to the handling of the device during shipment. The catheter was irrigating correctly and no leaks were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the reddish material in the hub could be related to procedure. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported by the caller the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking when they exchanged the catheters in the sheath. There was a small amount of backflow of blood in the hub. The sheath was not exchanged as it was not excessive. The hemostasis valve (gasket) did not break nor detach from the sheath. The sheath was being used on the patient at the time of the event. No air had entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed but the volume of blood lost was minimal and hemodynamics was not compromised due to bleeding. No medical intervention required to stop the bleeding. There was no report of patient consequence. This event was assessed as a hemostatic valve separation issue.